Event description:
Quadriplegic spasticity patient with a c5-6 spinal cord injury underwent implantation of a synchromed pump and catheter in 1998. Patient was on a stable dose of approximately 900 mcg/day. Patient also received morphine via the pump. Pt had a history of multiple episodes of autonomic dysreflexia and had suffered at least two mi's during those episodes. Pt had a pump replacement due to concerns about the consequences of pump eol, should that occur. The pump was replaced and the patient was admitted with a ruptured seroma, which cultured positive for staph aureus. Pt was treated with antibiotics, decrease of intrathecal baclofen by 25% qod and po baclofen was begun. They noticed erosion of the pump through the wound, and the pump was explanted on that day. Some cardiac changes were noted intraoperatively. Itb dose was 380 mcg/day and po baclofen was 120 mg/day. Patient had dramatically increased spasticity, sob and marked anxiety. At 10 am, patient was givin 100 mcg baclofen via lp, with no apparent effect. About an hour later, patient was mechanically ventilated. IV diazepam was started. Cardiac function decreased and patient had elevated cardiac enzymes in the pm, as well as symtpoms of pe. Despite ICU care, patient died of apparent cardiac failure in the late afternoon.